Event description:
According to the reporter: during laparoscopic gastric bypass with esophagogastrodudenoscopy, the device was unable to load and fire. Used another device in order to complete the case. Patient status: no harm to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product problem is not reportable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.